Event description:
It was reported that a pt's tooth enamel was damaged when a mystique bracket came loose and debonded. Further investigation of this event revealed that the adhesive was transbond, not a dentsply product, the tooth had been previously restored before the bracket was bonded and improper tooth selection for the bracket size/type.